Event description:
The patient fell rolling her ankle and the phantom nail implanted 8 months prior was broken. The nail subsided distally becoming proud in the calcaneus. The distal portion of the nail was removed; however, the proximal portion remains in the patient. There was no attempt for removal of the proximal debris and the surgeon has no plans to remove.